Event description:
"The fibers have broken." The customer reports one incident of blood leak that occurred in middle of treatment with a ca 210 dialyzer. The dialyzer was being reused, the reuse number is unknown. The leak was confirmed with hemastix. The estimated blood loss is 120 cc. Treatment was discontinued and resumed with a new disposables and completed without further incident. Customer reported that there was no patient injury or medical intervention associated with this incident.